Event description:
It was reported that during port placement procedure, the fluoroscope demonstrated that the port allegedly broke and guide wire fractured. It was further reported that broken pieces retained in svc/right atrium were removed from the patient. Reportedly additional fluoroscope technique was used to remove the catheter from the patient. The patient is in stable condition.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp, one groshong catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, two catheter locks, one syringe, one guidewire and guidewire hoop, one vessel dilator, one safety infusion set, and one tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified deformation and material separation issue, as a compound break was noted between the proximal, distal catheter segments, further the edges of the compound break were nonuniform and stylet had a kink. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the fluoroscope demonstrated that the port allegedly broke and guide wire fractured. It was further reported that broken pieces retained in svc/right atrium were removed from the patient. Reportedly additional fluoroscope technique was used to remove the catheter from the patient. The patient is in stable condition.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date: 06/2024), g3. H11: d1, d4(medical device lot), h6(patient). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, the port allegedly broke and guide wire fractured. It was further reported that broken pieces retained in svc/right atrium were removed from patient. The patient is in stable condition.